Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. The reported difficult/delayed activation could not be confirmed as the stent was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material ruptures; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. The reported difficult/delayed activation appears to be related to operational context of the procedure as it is likely the reported material rupture caused the reported difficult/delayed activation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a procedure to treat the proximal right coronary artery. A 2.75x12mm xience skypoint stent delivery system was advanced to the target lesion without issue, but the balloon ruptured at 8 atmospheres after the first inflation. An nc trek balloon was advanced to help fully appose the stent against the vessel wall. The stent was able to be ultimately deployed/ apposed in the target lesion. The delivery system was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.